Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while ligating a vein during harvesting in an open heart procedure, there were issues experienced when loading or firing the device. Some of the clips malformed as well. The clips were crossing at the tips and were about to scissor and it also misfired. They also noted that they were able to squeeze the handle. They continued to use the device to complete the case. There was no patient injury.